Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows the user prepared 9 treatments and 8 of them were successfully performed. Due to the provided information the other reported treatment can be linked to the 4th treatment on that day. The treatment was aborted due to the user released the laser pedal and interrupted the treatment during bed cut and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. So the reported issue is not caused by the system or the used patient interface but by the user which was also shown the user via an error message. The user restarted the aborted treatment and completed it without further problems. The energy was stable with no abnormalities. There is no technical problem and the reported issue is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported suction broke during hinge creation. Treatment was stopped and re-docked. Treatment was completed successfully with no patient harm.